Manufacturer narrative:
(B)(4).the device history review the product auto endo5 ml lot# 73e1900524 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy using an ae05ml when he encountered problems with the device; it would not load clips or fire clips correctly.